Event description:
A low reading was reported with the adc device. The customer received unspecified scan results perceived to be low compared to unspecified readings obtained on a competitor brand meter. As a result, the customer had a panic attack and was able to self-treat unspecified medication for their panic attack. The customer then had contact with a healthcare professional (hcp) who drew the customer's blood and administered insulin (type/dose unknown) for treatment. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading was reported with the adc device. The customer received unspecified scan results perceived to be low compared to unspecified readings obtained on a competitor brand meter. As a result, the customer had a panic attack and was able to self-treat unspecified medication for their panic attack. The customer then had contact with a healthcare professional (hcp) who drew the customer's blood and administered insulin (type/dose unknown) for treatment. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low reading was reported with the adc device. The customer received unspecified scan results perceived to be low compared to unspecified readings obtained on a competitor brand meter. As a result, the customer had a panic attack and was able to self-treat unspecified medication for their panic attack. The customer then had contact with a healthcare professional (hcp) who drew the customer's blood and administered insulin (type/dose unknown) for treatment. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully and observed sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Watermark was observed at the base of the sensor tail indicating sensor was properly inserted. De-cased the sensor and performed visual inspection of the printed circuit board assembly (pcba) and no issues were observed. Connector key was used to perform source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Performed the poise voltage test for the returned sensor and observed the poise voltage to be within specification range. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Also, the log file analysis is consistent with a removal of a properly applied sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.